Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
Additional information received reported that the event cause was determined and it was not device related. It was noted that the pocket pain was due to the surgery and the health care professional hoped it would resolve over time. The patient status was unknown.

Event description:
It was reported the patient¿s pocket was sore and had a metallic taste in their mouth. It was noted there was no falls or trauma to the pocket area. It was reported the pocket area was not red or swollen. It was noted the soreness was all the time and stimulation was used ninety-eight percent of the time. It was reported the patient had lost ten pounds around the same time. It was noted the patient¿s healthcare provider sutured the stimulator into place and very little movement occurred.

Event description:
Additional information received reported that the patient continued to have pocket pain that they hoped would resolve over time.